Manufacturer narrative:
Stenosis and/or insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or insufficiency. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported a patient initially implanted with a 2700 25mm aortic valve, for 15 years 9 months underwent a valve-in-valve procedure for stenosis and moderate aortic insufficiency. The patient received a 26mm 9600tfx replacement valve. At the completion of the procedure there was no aortic insufficiency with reported mg 7mmhg.

Manufacturer narrative:
Reference CAPA-20-00141.

Event description:
It was reported a patient initially implanted with a 2700 25mm aortic valve, for 15 years 9 months underwent, a valve-in-valve procedure due to severe symptomatic aortic stenosis and moderate aortic insufficiency. The patient received a 26mm 9600tfx replacement valve. At the completion of the procedure there was no aortic insufficiency with reported mg 7mmhg. The patient tolerated the procedure well and was transferred back to acute care in stable condition. Patient was discharged on pod #4.